Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications and a visual inspection was conducted during the investigation. Visual inspection and functional testing of the returned device was performed. One opened package was received; wire guide, positioner and stent were returned. Components have been shifted inside the packaging tray. The stent and tether was protruding from beneath the lid of the packaging tray. Proximal coil was severed from the stent body at the base of the coil; the tether sleeve was attached to the coil. Point of separation was inside the tether sleeve. Tether was still attached to the stent and tangled inside the sleeve. The distal coil was still intact without damage. Point of separation had a cut appearance. If the tether is tangled around the stent. Forcefully pulling on the tether to remove the stent from the tray can cut the stent material causing separation of the device. No patient interaction with complaint device was reported. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This complaint is confirmed based on the physical evaluation of the returned product. Based on the provided information, a definitive root cause can be established to be due to product use and handling of the product. The product received excessive pressure. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported the pigtail part of the filiform double pigtail ureteral stent was detached when the package was opened. This device was not used and there was no patient contact. As reported, there was no patient involvement and no patient impact.